Event description:
This report is to advise of a device puncture noted during analysis.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation and split sheath tip remains unknown.